Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Customer attempted to troubleshoot the issue prior to calling tandem technical support, and the rack pushrod was subsequently damaged. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer reverted to an alternate method of insulin therapy.